Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a robotic sleeve gastrectomy the metal bracket on the bottom of the reload that holds the sled was bent. As a result, some of the plastic drivers fell out and into the patient. They were found and retrieved. A second like device was tried and it had the same issues as the first reload but was not used. The procedure was completed with a third like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch r5au88. Investigation summary: the analysis results showed that one gst60g reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the reload performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.